Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon reviewing merlin.net transmissions record, the right ventricular lead exhibited high ventricular rate and noise with noise reversion noted on the stored electrogram. The lead impedance had also begun to fall. The lead was capped and replaced on sep 10, 2019. The patient¿s condition was stable before, during and after procedure.